Event description:
Reporting status: death. Reporting rationale: perforation not sealed; subsequent patient death. Device issue: leak - stent graft. It was reported that a jostent was placed; however, it was unsuccessful in sealing off the perforation caused by a ruptured balloon during post-dilatation. The patient expired in the cath lab after resuscitation efforts. It was noted that the complication was not related to the device. No additional event or patient information is available.